Event description:
It was reported that during a total hip procedure, the blade mount turned around while making the initial cut into the femoral head. The cut was completed with this saw and another handpiece which was on hand was used for the second cut. There was no injury to the patient and the procedure was able to be completed as intended.

Manufacturer narrative:
The device has been sent back to the manufacturer for investigation, but it has not yet been received.